Manufacturer narrative:
(B)(4).

Event description:
The patient reported wasn't working for them. They may have it taken out. No outcome was reported regarding this event. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.